Event description:
It was reported that during the implant procedure, due to the thickness of the patient's vessel, the lead could not be fixed well and dislodged several times. A replacement lead was chosen and implanted. No patient complications have been reported as a result of this event.